Event description:
It was reported that during a da vinci s hysterectomy procedure the surgeon was unable to manipulate the wrist on the pk dissecting forceps instrument, when he manipulated the master tool manipulators (mtms) on the surgeon side console. Reportedly, the instrument manipulated on its own or articulated in the opposite direction of the surgeon's movement from the mtms. Inspection of the pk dissecting forceps instrument by the site found that the wires on the instrument were frayed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.